Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint ID# (B)(4).

Event description:
It was reported by customer that intra-aortic balloon (iab) had a gas loss alarm. No harm or injury to the patient was reported.

Manufacturer narrative:
Updated fields: b4, d9, e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11 corrected fields - d7a (single use device) h6 (medical device problem code) revert d4 (serial) section to blank. No decon or visual inspection performed since product was not returned and could not be evaluated. A customer complaint was received via a direct call to the emergency support program. The caller, stewart from the ccu, reported a gas loss alarm while treating a critically ill patient who was ventilated with a peep of 12 and experiencing episodes of a-fib. No harm or injury to the patient was reported. Surveillance data for both the pump and balloon were collected, but no additional details were provided. Based on the description, insufficient information are given to us. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a